Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04buz, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulation had been turning off every couple of days since implant. It was noted that the patient would notice stimulation was off due to loss of therapeutic effect and not feeling the tingling sensation. It was reported the patient felt a constant stimulation when stimulation was on. It was noted that the patient saw the stimulation off icon when they check the stimulator.